Event description:
The om2e module was used with a vigilance monitor to measure svo2. The initial calibration was carried out normally but approximately several minutes later there was an error message reading "red/ir transmit". The module was cleaned and lots of dust and debris were noted near the connection site. A second calibration was carried out and the same error message was noted. The module was substituted with another module and patient care was continued uninterrupted. There was no harm to the patient.

Manufacturer narrative:
The optical module was returned to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module. The om2e was connected to a vigileo monitor. Invitro calibration was carried out. The scvo2 value =82. The reading was unstable. Upon further investigation it was found that the trilens (optical lens) was damaged causing the svo2 drift. Although the root cause for this damage cannot be determined, there are multiple potential causes for a damaged trilens, including: misuse " dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. This particular om2 is ~ 10 years old and as noted by the customer, there was a lot of dust and debris on the product. It is the hospital's responsibility to clean and care for the product. There is no evidence of a manufacturing related issue. Since january 2009, this type of product carries an expiration dating of 42 months. The service history record for this device was reviewed and all manufacturing requirements were met. The faulty cable cannot be repaired and was decommissioned on 7/14/2010.